Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted that the tube housing was cracked at the distal end. During functional testing it was observed that the instrument could not be loaded with a representative loading unit. An access hole was cut into the instrument body for visualization of internal components. This examination noted damage to internal components. The damage observed was preventing the instrument from loading. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if excessive force is applied while trying to incorrectly load the loading unit into the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy procedure. The stapling device were being applied to the appendix. For both the standard and the extra long stapling handles, the reloads were able to be loaded but were not possible to fire. The surgeon was able to press the green button but was not able to squeeze the handle. New reloads were tried with the handles, but the handles were just loose and could not pump it or fire it. In order to resolve the issue and complete the case, a third stapling handle was opened and used to staple the appendix. There was no patient harm.